Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd safetyglide¿ insulin syringe had epoxy in the needle. The following information was provided by the initial reporter: "several pieces with excess white resin are detected in the hub."

Manufacturer narrative:
Investigation summary photos received for investigation. Upon visual inspection, needles in their packaging blister is observed. White epoxy can be seen in the needle hub, no other defects or issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported bd safetyglide¿ insulin syringe had epoxy in the needle. The following information was provided by the initial reporter: "several pieces with excess white resin are detected in the hub."